Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported "no waveform display & report error." There was no patient harm.

Manufacturer narrative:
.